Manufacturer narrative:
(B)(4). The device was retained by the hosp for further eval. However, a full eval will be conducted if the device is returned to the manufacturer and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
During filter removal, the physician initially tried to remove the device via a jugular approach but was unsuccessful. He then changed the approach to femoral retrieval using a cook and ivd filter retrieval set. As they were taking an 11 french catheter to collapse the filter, the cranial hook of the filter dissected the outer catheter at about 10cm in length. No injury was caused but the doctor had to maneuver the filter so as not to cause any injury to the pt. The filter was successfully removed and there was no pt harm reported.